Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a missing reservoir tube o-ring, a stained keypad overlay, a missing retainer, a broken belt clip rails, a cracked case-corner of belt clip rails near the battery compartment, a pillowing keypad overlay and a serial number label fading. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The insulin pump passed the sleep current measurement, active current measurement and self-test. All currents within spec range. The insulin pump was monitored and no unexpected failed battery test or battery failed alert noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had crack at backside and corner of screen was chipped. Insulin pump was rejecting new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.